Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013, the surgery of soft tissue transplant of the brachial plexus palsy was performed. It was reported that when the surgeon attempted to insert the seldrill schanz screw into the bone of radial side with the parallel drill sleeve, the schanz screw was bitten into the parallel drill guide. The power of hand piece was down before reaching into the bone, and it was easy to remove the schanz screw from the bone; but, it was difficult to unlock it from the parallel drill guide, so the surgeon used a pincer for unlocking the screw. It was further reported that the surgeon placed the schanz screw in the right position through the parallel drill sleeve shaft. This is report 2 of 2 for complaint (B)(4).